Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the j2 lcd keypad connector was not found unlocked during our visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was taken to the hospital by ems. The customer was unable to bring her blood glucose down. The customer's blood glucose was originally 33 mg/dl, which she treated with glucose tabs. She fell asleep without turning her insulin pump back on and woke up with a blood glucose above 330 mg/dl. The customer's insulin pump then alarmed no delivery. Ems came and took the customer to the hospital; she was hospitalized for several days due to high blood glucose and keytones. At some point the customer's blood glucose dropped to 30 mg/dl again and she passed out. She was treated with glucose tabs. The customer's doctor also confirmed that the buttons on her insulin pump were not working. Troubleshooting was declined for the high and low blood glucose. The insulin pump will be returned and replaced.

Manufacturer narrative:
All buttons are functioning properly. The insulin pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, case cracked at the reservoir tube window corner and scratched reservoir tube window.